Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. (B)(6).

Event description:
An event occurred on an unspecified date involved an IV (intra-venous) tubing set where it was reported that the tubing set were found with the water residue of some sort. There was unknown patient involvement and unknown patient harm reported.